Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The sensor was unable to be reprogrammed. The sensor was de-cased and battery was replaced. Attempted to reprogram and activate the sensor and still went to state 6. Visual inspection was performed on returned de-cased sensor and corrosion was observed due to liquid ingress on pcba (printed circuit board assembly). The returned battery voltage was measured to be within specification range. The battery was replaced with a known good battery to perform accuracy test. The sensor was found to be in sensor state 6. The returned sensor's pcba was cleaned to perform accuracy test once again and it still went to state 6. Sensor was re-flowed to the asic (application specific integrated circuit) and sensor still went to state 6. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. Customer reported receiving a sensor scan of 27.9 mmol/l compared to an unspecified capillary result but was unable to self-treat and was transported to a local hospital. Upon arrival, the customer had contact with an hcp who obtained a reading of 9 mmol/l on their meter and provided unspecified treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. Customer reported receiving a sensor scan of 27.9 mmol/l compared to an unspecified capillary result but was unable to self-treat and was transported to a local hospital. Upon arrival, the customer had contact with an hcp who obtained a reading of 9 mmol/l on their meter and provided unspecified treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. Customer reported receiving a sensor scan of 27.9 mmol/l compared to an unspecified capillary result but was unable to self-treat and was transported to a local hospital. Upon arrival, the customer had contact with an hcp who obtained a reading of 9 mmol/l on their meter and provided unspecified treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.